Manufacturer narrative:
The foam tip plunger was not returned for evaluation. However, the lens was received and visual inspection found no visible damage to the lens. There is evidence of clear surgical residue.

Event description:
The reporter stated the surgeon was inserting a 19.0 diopter single piece collamer lens using a ftp indigo foam tip plunger but the delivery was not smooth resulting in the lens not sitting properly. The lens was removed and replaced with no pt injury.